Manufacturer narrative:
No product was returned for evaluation. The report of a low speed event was through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file showed speed drop accompanied with low speed advisory alarm on (B)(6)2017 1:06:34 that lasted for one second while on power module. The pump resumed operating at the set speed afterwards. There were no other unusual events noted in the event history and the pump appears to be working as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a low speed advisory alarm occurred. The patient was asymptomatic at the time of the event. The manufacturer¿s technical services reviewed the submitted log file and observed a speed deceleration event. The patient was provided an ungrounded power module patient cable for support on ac power. No additional alarms were produced after ungrounded power module cable use. Additional information has been requested, but not provided.